Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "failed aesthetic result due to capsular contracture, grade 2-3, around a saline implant" and that the patient "is obviously very distressed". The device has been explanted.